Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission, non sustained right ventricular oversensing caused by post paced t wave oversensing was observed. The event was noted by a stored electrogram. The patient did not receive therapy during the oversensing. Programming changes were made and the patient was asymptomatic.